Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-27. The patient stated that they notified their managing physician and an appointment was set up on (B)(6) 2017 to meet with a manufacturer representative (rep). The rep did a complete diagnostic on the device and nothing out of the ordinary was detected. The rep stated that there was nothing mechanically wrong at the time and they would have corporate run one more report. The rep told the patient they would contact them if anything shows up. The patient has not heard anything since. The cause of the intermittent zapping sensation at the implanted device site was not determined, but the rep said that maybe the battery pack had moved a little and was touching a nerve. After looking at the site it did not look like it had moved. The intermittent zapping sensation at the implanted device site only bothered the patient once since then so they think that the diagnostic above is what happened. No further complications were reported/are anticipated.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain and regional pain syndrome type I. It was reported that the patient had an intermittent zapping sensation at the site of their implantable neurostimulator (ins) when they moved a certain way (intermittent based on positional movement) such as reaching for the phone. This happened even when the ins was off as the patient confirmed they did not see the ¿lightning bolt¿ on the programmer when the sensation occurred. The patient stated that the zapping was not bad but was like ¿a lower grade¿ of the therapy at the ins site. The patient did note they fell off the roof of their house 2 years ago and that they coached hockey and sometimes fell on the ice but nothing had happened recently around the time the zapping issue started ((B)(6) 2017). The patient was redirected to follow up with their managing healthcare professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-09. The patient said that they do not know if the device moved from its implanted location, but it does not look like it did from the surface. No further complications were reported/are anticipated.